Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 38 mg/dl at the time of the incident. The customer was at 437 and then 401 mg/dl at the time of the call. The customer was given glucagon and a drink to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed for the low. The customer stated their pump drive support cap was flush. The customer treated for the current high with a manual injection. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the dat test at 0.08720 inches. Insulin pump was received with loose/protruded drive support disk, stained end cap sticker, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, partially broken reservoir tube lip, cracked reservoir tube window corner and stained address/serial number label.